Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported in (B)(6) 2025, a patient presented with tricuspid regurgitation (tr), atrial fibrillation, and septal leaflet restriction for a triclip procedure. It was noted that a previous mitraclip procedure was performed on (B)(6) 2024, with two mitraclips implanted. During the triclip procedure there was difficulty visualizing the clip. One triclip xtw was deployed. Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet. The decision was made to stop the procedure due to the complex imaging. The final tr grade remained at 5.

Event description:
Subsequent to the previously filed report, additional information was received. During the triclip procedure there was difficulty visualizing the clip due to anatomy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due patient anatomy. The reported patient effect of unchanged tr appears to be related to the reported slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.